Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted that there was a loss of capture on the left ventricular (lv) lead. X-ray imaging was conducted which revealed a dislodgement to the lv lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.